Manufacturer narrative:
Model number/catalog number: 72404133, serial number: n/a, batch/lot number: 1100654928, model/catalog description: belt cuff fgs 5.5 cm iz, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100654820, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Fluid leak, hole/perforated and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During revision surgery, the physician tested the balloon and identified a leak at the tubing connection. A hole was observed beneath the rigid silicone interface connecting the tubing to the spherical portion of the balloon. The device was explanted and replaced. There were no further patient complications.